Event description:
It was reported that during a percutaneous transluminal angiography, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left superior femoral artery (sfa). The lesion length was 150mm and the artery diameter was 1.5mm. The physician advanced the sterling over-the-wire to the target lesion and inflated the balloon once to 6 atms for 6 seconds, however, the balloon ruptured. The sterling was removed intact from inside the pt's body. The procedure was successfully completed with a "smaller" sterling balloon. No pt complications were reported and the pt's status was noted as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg records were reviewed and no issues or discrepancies were found. The device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical and/or procedural factors.